Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly.this is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-15651, 1225714-2014-15652 and 2937457-2014-03513.

Event description:
Additional information received alleged that the patient experienced sudden cardiac arrest.